Event description:
It was reported that the patient experienced shortness of breath and was not feeling well after a magnetic resonance imaging (MRI) scan and it was determined that the device had not been programmed back to the patient's original settings following the MRI. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).